Event description:
New information indicated that the lp was explanted on (B)(6) 2024.

Manufacturer narrative:
The reported event of device dislodged or dislocated was confirmed. The reported event of failure to interrogate was not confirmed. Visual inspection of the device found the outer helix stretched out of specification as well as both the outer and inner helix bent. The helix elongation and bending of helix is consistent with having occurred during procedure. Device impedance trend showed an increase of impedance value consistent with dislodgement of the device. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events of device dislodged or dislocated and failure to interrogate were not confirmed. Visual inspection of the device found the outer helix stretched out of specification as well as both the outer and inner helix bent. The helix elongation and bending of helix is consistent with having occurred during procedure. Further analysis performed found no anomaly, the device was able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information indicated the patient was stable before and after the procedure.

Event description:
It was reported, that the patient presented to the hospital for shortness of breath and low oxygen levels. The atrial lp was unable to be interrogated. X-ray imaging was performed. And it was noted, that the atrial leadless pacemaker (lp) dislodged to the pulmonary artery. The physician attempted to retrieve it, but was unsuccessful. The lp remained implanted. The lp system was replaced with a competitor transvenous system. The patient was stable.